Manufacturer narrative:
The device was returned to manufacturer for evaluation. A visual examination and functional testing was performed. The visual inspection confirmed the electrode was still intact. The device met all functional testing requirements. The detachment of the electrode was not confirmed. No problem was found with the device.

Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perf dc wand detached and remained in the patient's cervical disc at the anterior margin of c5/c6. There is no plan to reoperate to remove the detached tip. It was reported the patient had no complications.